Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's glucose reading at time of call was over 600 mg/dl. The nurse stated that the customer had lost her insulin pump and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.